Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. Baxter will continue to monitor similar reports for possible trends.

Event description:
The facility reported a pump with that failed accuracy test during bio-med testing. According to the hosp representatives there was no pt injury or medical intervention reported. No additional info was provided.